Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the multi-function connector was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.